Event description:
A customer reported a ¿replace sensor¿ error message on the adc freestyle libre 2 sensor after 2 days of wear. As a result, the customer was unable to obtain sensor scans and experienced symptoms of sweating and loss of consciousness however, the customer was able to self-treat with an unspecified medication. The customer than had contact with healthcare professional who diagnosed her with hypoglycemia and administered insulin (type/dose unknown) as treatment. Note; the treatment of insulin is inconsistent with the diagnosis. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.